Event description:
It was reported that the patient had a systemic infection with vegetation on the valves. The implantable cardioverter defibrillator (ICD) and leads were explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2005; 419488 implantable pacing lead (B)(6) 2005; 694958 implantable tachy lead (B)(6) 2005; d284trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).